Manufacturer narrative:
Age at time of event: patient over 18.

Event description:
It was reported that the device got stuck on the wire. A jetstream xc catheter 2.4 mm was selected for a chronic total occlusion (cto) in the superficial femoral artery (sfa). The physician made one pass blades down, then the catheter got stuck on a non-bsc wire. The catheter and wire were removed together from the patient. The procedure was completed successfully using another jetstream catheter, no patient complications were reported.